Event description:
Lead management case for removal of the cied system due to infection. All of the leads were prepped with an lld with the exception of the medtronic lead (implanted in 2002) in the lv. Two leads were removed using the glidelight but during extraction of the rv guidant pacing lead (implanted for 324 months) a perforation occurred at the innominate/svc junction. The bp dropped and a sternotomy was performed to repair the injury. The last two leads were removed via sternotomy. Patient survived the intervention.

Manufacturer narrative:
Catheter investigation summary - no visual defects were found during the investigation. A few dead fibers were noted but this is consistent with use. A review of the lhr was completed and no non-conformances were found relating to the event.